Manufacturer narrative:
One suspect pump was returned for evaluation. Visual and functional tests were performed on the returned device. Upon visual inspection, the reported error code was displayed on screen during power up test. Downstream occlusion (dso) seal delaminated, upstream occlusion (uso) seal delaminated, battery door missing, lcd lens damaged were also noted. The probable cause of the reported problem was defective pwa board. Replaced lcd lens, dso seal, uso seal and added new battery door, pwa board. The device passed all functional tests after the repair. The service history record was reviewed and no previous repairs noted in the last year. D4: only di provided as lot number is unknown.

Event description:
It was found during investigation that the reported error code displayed on the pump was confirmed. There were no patient involvement and harm.